Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), infection ("infection nos"), menstrual disorder ("menstruation issues") and hypersensitivity ("allergic reaction nos"). The patient was treated with surgery (underwent a total laparoscopic hysterectomy with bilateral salpingooophorectomy). Essure was removed. At the time of the report, the pelvic pain, infection, menstrual disorder and hypersensitivity outcome was unknown. The reporter considered hypersensitivity, infection, menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: which confirmed that the essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 24-dec-2018: summons received- case became valid, events infections, pelvic pain, menstruation issues, and allergic reaction were added. Event injury to herself deleted. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 29-year-old female patient who had essure (batch no. 872993) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, endometriosis, polycystic ovary, hyperlipidemia, depression, low back pain, pain ovarian, chest pain, genital hemorrhage and cramp in lower abdomen. Essure confirmation test(s) conducted, specify yes. Date: (B)(6) 2012. Concurrent conditions included pelvic pain, prolonged periods, mood altered, hair loss, ovarian dysfunction, libido decreased, vision abnormal and low back pain. Concomitant products included bupropion from (B)(6) 2012 to (B)(6) 2012, codeine phosphate;paracetamol (tylenol with codeine no.3) from (B)(6) 2010 to (B)(6) 2012, cyclobenzaprine from (B)(6) 2015 to (B)(6) 2015, ethinylestradiol;ferrous fumarate; norethisterone acetate (loestrin fe) from (B)(6) 2012 to (B)(6) 2012, ethinylestradiol; norgestimate (tri-sprintec) from (B)(6) 2012 to (B)(6) 2012, fluoxetine hydrochloride (prozac) from (B)(6) 2010 to (B)(6) 2013, fluoxetine hydrochloride (prozac) (B)(6) 2011 to (B)(6) 2015, medroxyprogesterone acetate (provera) from (B)(6) 2012 to (B)(6) 2012, metformin since 2009, nsaids since (B)(6) 2011, paracetamol (acetaminophen), pravastatin (B)(6) 2013 to (B)(6) 2015 and valproate semisodium (depakote) from (B)(6) 2012 to (B)(6) 2015. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 6 days after insertion of essure. In (B)(6) 2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual interco"), dysmenorrhoea ("dysmenorrhea (cramping)") and nausea ("nausea") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines / headaches") and fatigue ("fatigue"). On (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced genital haemorrhage ("bleeding: gen. Abnorm. Bleed"), menstrual disorder ("menstruation issues"), hypersensitivity ("allergic reaction nos"), infection ("infection nos"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety and mental anguish/ psych injury related to essure"), abdominal pain ("abdominal pain"), alopecia ("other injuries/symptoms hair loss"), mood swings ("mood swings") and loss of libido ("loss of libido"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy, hyst. (Full)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, hypersensitivity, vaginal discharge, fatigue, weight increased, abdominal pain and alopecia had resolved and the menstrual disorder, female sexual dysfunction, dyspareunia, dysmenorrhoea, infection, depression, anxiety, migraine, nausea, mood swings and loss of libido outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hypersensitivity, infection, loss of libido, menorrhagia, menstrual disorder, migraine, mood swings, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure confirmation test mentioned as she did not undergo confirmation test as well essure device was successfully occluded. Discrepancy noted in date of insertion (B)(6) 2011 and (B)(6) 2012. Received treatment for bleeding : gen. Abnorm. Bleed, pain: dysmenorrhea (cramping),pelvic/abdominal pain, psych injury related to essure, weight gain, nausea, hair loss, mood swings; loss of libido. Discrepant information regarding essure removal surgery earlier reported date was (B)(6) 2015 and as per current ppf it was (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: which confirmed that the essure device was successfully occluded. Imaging procedure - on (B)(6) 2012: result not provided. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: depression, depression, anxiety, dysmenorrhea, fatigue, weight increase, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Outcome for events pelvic pain, abdominal pain, vaginal discharge, hair loss, fatigue, allergic reaction and weight gain were updated to recovered. Rcc was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 29-year-old female patient who had essure (batch no. 872993) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, endometriosis, polycystic ovary, hyperlipidemia, depression, low back pain, pain ovarian, chest pain, genital hemorrhage, cramp in lower abdomen, dysfunctional uterine bleeding, hyperlipidemia, ovarian pain, amenorrhea, depressed mood, difficulty sleeping, weight gain, polycystic ovaries, obesity, constipation, hot flashes, headache, dizziness, ovarian dysfunction, spotting menstrual, libido decreased, hair loss, hirsutism, vision abnormal, low back pain, obsessive-compulsive disorder, concentration impairment, nausea, vomiting and appetite lost. Essure confirmation test(s) conducted, specify yes. Date: (B)(6) 2012. Previously administered products included for an unreported indication: fluoxetine. Concurrent conditions included pelvic pain, prolonged periods, mood altered, hair loss, ovarian dysfunction, libido decreased, vision abnormal and low back pain. Concomitant products included bupropion from (B)(6) 2012, codeine phosphate; paracetamol, cyclobenzaprine from (B)(6) 2015, ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin fe) from (B)(6) 2012, ethinylestradiol; norgestimate (tri-sprintec) from (B)(6) 2012, fenofibrate (adipex), fluoxetine hydrochloride (prozac) from (B)(6) 2010 to (B)(6) 2013, fluoxetine hydrochloride (prozac) (B)(6) 2011 to (B)(6) 2015, medroxyprogesterone acetate (provera) from (B)(6) 2012, metformin since 2009, nsaids since (B)(6) 2011, paracetamol (acetaminophen), pravastatin (B)(6) 2013 to (B)(6) 2015 and valproate semisodium (depakote) from (B)(6) 2012 to (B)(6) 2015. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 6 days after insertion of essure. In (B)(6) 2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual interco"), dysmenorrhoea ("dysmenorrhea (cramping)") and nausea ("nausea") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines / headaches") and fatigue ("fatigue"). On (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced genital haemorrhage ("bleeding: gen. Abnorm. Bleed"), menstrual disorder ("menstruation issues"), hypersensitivity ("allergic reaction nos"), infection ("infection nos"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety and mental anguish/ psych injury related to essure"), abdominal pain ("abdominal pain"), alopecia ("other injuries/symptoms hair loss"), mood swings ("mood swings") and loss of libido ("loss of libido"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy, hyst. (Full)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, hypersensitivity, vaginal discharge, fatigue, weight increased, abdominal pain and alopecia had resolved and the menstrual disorder, female sexual dysfunction, dyspareunia, dysmenorrhoea, infection, depression, anxiety, migraine, nausea, mood swings and loss of libido outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hypersensitivity, infection, loss of libido, menorrhagia, menstrual disorder, migraine, mood swings, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure confirmation test mentioned as she did not undergo confirmation test as well essure device was successfully occluded. Discrepancy noted in date of insertion (B)(6) 2011 and (B)(6) 2012. Received treatment for bleeding : gen. Abnorm. Bleed, pain: dysmenorrhea (cramping), pelvic/abdominal pain, psych injury related to essure, weight gain, nausea, hair loss, mood swings; loss of libido. Discrepant information regarding essure removal surgery earlier reported date was (B)(6) 2015 and as per current ppf it was (B)(6) 2016. On (B)(6) 2011 (discrepancy noted per pif). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: which confirmed that the essure device was successfully occluded. Imaging procedure - on (B)(6) 2012: result not provided. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: depression, depression, anxiety, dysmenorrhea, fatigue, weight increase, pelvic pain. Lot number: 872993, manufacture date: 2011-06, expiration date: 2014-06. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 3-apr-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 29-year-old female patient who had essure (batch no. 872993) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, endometriosis, polycystic ovary, hyperlipidemia, depression, low back pain, pain ovarian, chest pain, genital hemorrhage and cramp in lower abdomen. Concurrent conditions included pelvic pain, prolonged periods, mood altered, hair loss, ovarian dysfunction, libido decreased, vision abnormal and low back pain. Concomitant products included bupropion from 28-feb-2012 to 27-apr-2012, codeine phosphate;paracetamol (tylenol with codeine no.3) from 3-mar-2010 to 30-jul-2012, cyclobenzaprine from 20-jul-2015 to 20-aug-2015, ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin fe) from 27-may-2012 to 21-dec-2012, ethinylestradiol;norgestimate (tri-sprintec) from 28-feb-2012 to 27-apr-2012, fluoxetine hydrochloride (prozac) from 3-mar-2010 to 9-oct-2013, fluoxetine hydrochloride (prozac)7-feb-2011 to june 2015, medroxyprogesterone acetate (provera) from 27-apr-2012 to 31-may-2012, metformin since 2009, nsaids since october 2011, paracetamol (acetaminophen), pravastatin9-oct-2013 to june 2015 and valproate semisodium (depakote) from 21-oct-2012 to 1-jun-2015. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 6 days after insertion of essure. In november 2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual interco"), dysmenorrhoea ("dysmenorrhea (cramping)") and nausea ("nausea") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In december 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines / headaches") and fatigue ("fatigue"). On (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), hypersensitivity ("allergic reaction nos"), infection ("infection nos"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: anxiety and mental anguish"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, menstrual disorder, female sexual dysfunction, dyspareunia, dysmenorrhoea, hypersensitivity, infection, vaginal discharge, depression, anxiety, migraine, nausea, fatigue and weight increased outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, hypersensitivity, infection, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure confirmation test mentioned as she did not undergo confirmation test as well essure device was successfully occluded. Discrepancy noted in date of insertion 26-oct-2011 and 26-oct-2012. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.3 kg/sqm. Hysterosalpingogram - on 01-dec-2011: which confirmed that the essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: depression, depression, anxiety, dysmenorrhea, fatigue, weight increase, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 1-aug-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 29-year-old female patient who had essure (batch no. 872993) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, endometriosis, polycystic ovary, hyperlipidemia, depression, low back pain, pain ovarian, chest pain, genital hemorrhage and cramp in lower abdomen. Concurrent conditions included pelvic pain, prolonged periods, mood altered, hair loss, ovarian dysfunction, libido decreased, vision abnormal and low back pain. Concomitant products included bupropion from (B)(6) 2012 to (B)(6) 2012, citalopram from (B)(6) 2010 to (B)(6) 2013, codeine phosphate;paracetamol (tylenol with codeine no.3) from (B)(6) 2010 to (B)(6) 2012, cyclobenzaprine from (B)(6) 2015 to (B)(6) 2015, ethinylestradiol; ferrous fumarate;norethisterone acetate (loestrin fe) from (B)(6) 2012 to (B)(6) 2012, ethinylestradiol;norgestimate (tri-sprintec) from (B)(6) 2012 to (B)(6) 2012, fluoxetine hydrochloride (prozac) (B)(6) 2011 to (B)(6) 2015, medroxyprogesterone acetate (provera) from (B)(6) 2012 to (B)(6) 2012, metformin since 2009, nsaids since (B)(6) 2011, paracetamol (acetaminophen), pravastatin (B)(6) 2013 to (B)(6) 2015 and valproate semisodium (depakote) from (B)(6) 2012 to (B)(6) 2015. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 6 days after insertion of essure. In (B)(6) 2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual interco"), dysmenorrhoea ("dysmenorrhea (cramping)") and nausea ("nausea") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines / headaches") and fatigue ("fatigue"). On (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), hypersensitivity ("allergic reaction nos"), infection ("infection nos"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: anxiety and mental anguish"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, menstrual disorder, female sexual dysfunction, dyspareunia, dysmenorrhoea, hypersensitivity, infection, vaginal discharge, depression, anxiety, migraine, nausea, fatigue and weight increased outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, hypersensitivity, infection, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure confirmation test mentioned as she did not undergo confirmation test as well essure device was successfully occluded. Discrepancy noted in date of insertion (B)(6) 2011 and (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: which confirmed that the essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: depression, depression, anxiety, dysmenorrhea, fatigue, weight increase, pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet and medical records received. Lot number added. Events added from pfs- abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), psychological or psychiatric problems condition: depression, anxiety and mental anguish, migraines / headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, weight gain / loss specify which one: weight gain. Outcome of event pelvic pain were updated. Reporter information, aka name, concomitant drug, medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('bleeding: gen. Abnormal. Bleed') in a 29-year-old female patient who had essure (batch no. 872993) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, endometriosis, polycystic ovary, hyperlipidemia, depression, low back pain, pain ovarian, chest pain, genital hemorrhage and cramp in lower abdomen. Essure confirmation test(s) conducted, specify yes. Date: (B)(6) 2012. Concurrent conditions included pelvic pain, prolonged periods, mood altered, hair loss, ovarian dysfunction, libido decreased, vision abnormal and low back pain. Concomitant products included bupropion from 28-feb-2012 to 27-apr-2012, codeine phosphate;paracetamol (tylenol with codeine no.3) from 3-mar-2010 to 30-jul-2012, cyclobenzaprine from 20-jul-2015 to 20-aug-2015, ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin fe) from 27-may-2012 to 21-dec-2012, ethinylestradiol;norgestimate (tri-sprintec) from 28-feb-2012 to 27-apr-2012, fluoxetine hydrochloride (prozac) from 3-mar-2010 to 9-oct-2013, fluoxetine hydrochloride (prozac) 7-feb-2011 to june 2015, medroxyprogesterone acetate (provera) from 27-apr-2012 to 31-may-2012, metformin since 2009, nsaids since (B)(6) 2011, paracetamol (acetaminophen), pravastatin 9-oct-2013 to june 2015 and valproate semisodium (depakote) from 21-oct-2012 to 1-jun-2015. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 6 days after insertion of essure. In (B)(6) 2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual interco"), dysmenorrhoea ("dysmenorrhea (cramping)") and nausea ("nausea") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines / headaches") and fatigue ("fatigue"). On (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), hypersensitivity ("allergic reaction nos"), infection ("infection nos"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety and mental anguish/ psych injury related to essure"), abdominal pain ("abdominal pain"), genital haemorrhage (seriousness criterion medically significant), alopecia ("other injuries/symptoms hair loss"), mood swings ("mood swings") and loss of libido ("loss of libido"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy, hyst. (Full)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain was resolving, the vaginal haemorrhage, menorrhagia and genital haemorrhage had resolved and the menstrual disorder, female sexual dysfunction, dyspareunia, dysmenorrhoea, hypersensitivity, infection, vaginal discharge, depression, anxiety, migraine, nausea, fatigue, weight increased, abdominal pain, alopecia, mood swings and loss of libido outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hypersensitivity, infection, loss of libido, menorrhagia, menstrual disorder, migraine, mood swings, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure confirmation test mentioned as she did not undergo confirmation test as well essure device was successfully occluded. Discrepancy noted in date of insertion (B)(6) 2011 and (B)(6) 2012. Received treatment for bleeding : gen. Abnormal. Bleed, pain: dysmenorrhea (cramping),pelvic/abdominal pain, psych injury related to essure, weight gain, nausea, hair loss, mood swings; loss of libido. Discrepant information regarding essure removal surgery earlier reported date was (B)(6) 2015 and as per current ppf it was (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: which confirmed that the essure device was successfully occluded. Imaging procedure - on (B)(6) 2012: result not provided. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: depression, depression, anxiety, dysmenorrhea, fatigue, weight increase, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-dec-2019: plaintiff fact sheet received. Outcome for abnormal bleeding was recovered. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pelvic pain'). In a 29-year-old female patient who had essure (batch no. 872993), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: obesity, endometriosis, polycystic ovary, hyperlipidemia, depression, low back pain, pain ovarian, chest pain, genital hemorrhage, cramp in lower abdomen, dysfunctional uterine bleeding, hyperlipidemia, ovarian pain, amenorrhea, depressed mood, difficulty sleeping, weight gain, polycystic ovaries, obesity, constipation, hot flashes, headache, dizziness, ovarian dysfunction, spotting menstrual, libido decreased, hair loss, hirsutism, vision abnormal, low back pain, obsessive-compulsive disorder, concentration impairment, nausea, vomiting and appetite lost. Essure confirmation test(s) conducted? Specify: yes. Date: (B)(6) 2012. Previously administered products, included for an unreported indication: fluoxetine. Concurrent conditions included: pelvic pain, prolonged periods, mood altered, hair loss, ovarian dysfunction, libido decreased, vision abnormal and low back pain. Concomitant products included: bupropion from (B)(6) 2012, codeine phosphate; paracetamol, cyclobenzaprine from (B)(6) 2015, ethinylestradiol; ferrous fumarate;norethisterone acetate (loestrin fe) from (B)(6) 2012, ethinylestradiol;,norgestimate (tri-sprintec) from (B)(6) 2012, fenofibrate (adipex), fluoxetine hydrochloride (prozac) from (B)(6) 2010 to (B)(6) 2013, fluoxetine hydrochloride (prozac) (B)(6) 2011 to (B)(6) 2015, medroxyprogesterone acetate (provera) from (B)(6) 2012, metformin since 2009, nsaids since (B)(6) 2011, paracetamol (acetaminophen), pravastatin (B)(6) 2013 to (B)(6) 2015 and valproate semisodium (depakote) from (B)(6) 2012 to b)(6) 2015. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), (B)(6) days after insertion of essure. On (B)(6) 2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual interco"), dysmenorrhoea ("dysmenorrhea (cramping)") and nausea ("nausea"). And was found to have weight increased ("weight gain/loss, specify which one: weight gain"). On (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines/headaches") and fatigue ("fatigue"). On (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced genital haemorrhage ("bleeding: gen. Abnorm. Bleed"), menstrual disorder ("menstruation issues"), hypersensitivity ("allergic reaction nos"), infection ("infection nos"), depression ("psychological or psychiatric problems, condition: depression"), anxiety ("psychological or psychiatric problems, condition: anxiety and mental anguish/ psych injury related to essure"), abdominal pain ("abdominal pain"), alopecia ("other injuries/symptoms hair loss"), mood swings ("mood swings") and loss of libido ("loss of libido"). The patient was treated with surgery (hysterectomy, with bilateral salpingo-oophorectomy, hyst. (Full)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, hypersensitivity, vaginal discharge, fatigue, weight increased, abdominal pain and alopecia had resolved and the menstrual disorder, female sexual dysfunction, dyspareunia, dysmenorrhoea, infection, depression, anxiety, migraine, nausea, mood swings and loss of libido outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hypersensitivity, infection, loss of libido, menorrhagia, menstrual disorder, migraine, mood swings, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted, in essure confirmation test. Mentioned as she did not undergo confirmation test, as well essure device was successfully occluded. Discrepancy noted, in date of insertion: (B)(6) 2011 and (B)(6) 2012. Received treatment for bleeding: gen. Abnorm. Bleed, pain: dysmenorrhea (cramping), pelvic/abdominal pain, psych injury related to essure, weight gain, nausea, hair loss, mood swings, loss of libido. Discrepant information regarding essure removal surgery, earlier reported date was (B)(6) 2015. And as per current ppf it was (B)(6) 2016. (B)(6) 2011(discrepancy noted, per pif). Diagnostic results (normal ranges are provided in parenthesis if available): body mass: index was 39.3 kg/sqm. Hysterosalpingogram: on (B)(6) 2011, which confirmed that the essure device was successfully occluded; imaging procedure: on (B)(6) 2012, result not provided. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: depression, depression, anxiety, dysmenorrhea, fatigue, weight increase, pelvic pain. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021, mr received: reporter information, patient medical history, concomitant medication added. We received a lot number in this case. A technical investigation will be conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('bleeding: gen. Abnorm. Bleed') in a 29-year-old female patient who had essure (batch no. 872993) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, endometriosis, polycystic ovary, hyperlipidemia, depression, low back pain, pain ovarian, chest pain, genital hemorrhage and cramp in lower abdomen. Essure confirmation test(s) conducted, specify yes. Date: (B)(6)2012. Concurrent conditions included pelvic pain, prolonged periods, mood altered, hair loss, ovarian dysfunction, libido decreased, vision abnormal and low back pain. Concomitant products included bupropion from (B)(6)2012 to (B)(6)2012, codeine phosphate;paracetamol (tylenol with codeine no.3) from (B)(6)2010 to (B)(6)2012, cyclobenzaprine from (B)(6)2015 to (B)(6)2015, ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin fe) from (B)(6)2012 to (B)(6)2012, ethinylestradiol;norgestimate (tri-sprintec) from (B)(6)2012 to (B)(6)2012, fluoxetine hydrochloride (prozac) from (B)(6)2010 to (B)(6)2013, fluoxetine hydrochloride (prozac)(B)(6) 2011 to (B)(6)2015, medroxyprogesterone acetate (provera) from (B)(6)2012 to (B)(6)2012, metformin since 2009, nsaids since (B)(6)2011, paracetamol (acetaminophen), pravastatin9-(B)(6)2013 to june 2015 and valproate semisodium (depakote) from (B)(6)2012 to (B)(6)2015. On(B)(6)2011, the patient had essure inserted. On (B)(6)2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 6 days after insertion of essure. In (B)(6)2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual interco"), dysmenorrhoea ("dysmenorrhea (cramping)") and nausea ("nausea") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6)2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines / headaches") and fatigue ("fatigue"). On (B)(6)2012, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), hypersensitivity ("allergic reaction nos"), infection ("infection nos"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety and mental anguish/ psych injury related to essure"), abdominal pain ("abdominal pain"), genital haemorrhage (seriousness criterion medically significant), alopecia ("other injuries/symptoms hair loss"), mood swings ("mood swings") and loss of libido ("loss of libido"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy, hyst. (Full)). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain was resolving, the vaginal haemorrhage, menorrhagia, menstrual disorder, female sexual dysfunction, dyspareunia, dysmenorrhoea, hypersensitivity, infection, vaginal discharge, depression, anxiety, migraine, nausea, fatigue, weight increased, abdominal pain, alopecia, mood swings and loss of libido outcome was unknown and the genital haemorrhage had resolved. The reporter considered abdominal pain, alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hypersensitivity, infection, loss of libido, menorrhagia, menstrual disorder, migraine, mood swings, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure confirmation test mentioned as she did not undergo confirmation test as well essure device was successfully occluded. Discrepancy noted in date of insertion (B)(6)2011 and (B)(6)2012. Received treatment for bleeding : gen. Abnorm. Bleed, pain: dysmenorrhea (cramping),pelvic/abdominal pain, psych injury related to essure, weight gain, nausea, hair loss, mood swings; loss of libido. Discrepant information regarding essure removal surgery earlier reported date was (B)(6)2015 and as per current ppf it was (B)(6)2016 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.3 kg/sqm. Hysterosalpingogram - on (B)(6)2011: which confirmed that the essure device was successfully occluded. Imaging procedure - on (B)(6)2012: result not provided. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: depression, depression, anxiety, dysmenorrhea, fatigue, weight increase, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received - new events abdominal pain, bleeding: gen. Abnorm. Bleed, other injuries/symptoms: hair loss, mood swings and loss of libido was added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.